Manufacturer narrative:
The failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be reevaluated at that time.

Event description:
There is leakage near the oval shaped junction of the catheter. There was no pt injury or surgical intervention required. Based on additional info received on 05/24/2011, the substance that was leaking was drugs used for injection.